Event description:
It was reported that during a laparoscopic low anterior resection, the device was locked out at the first stroke of the first firing when the device was fired on the rectum. As the jaws did not open, the clamped tissue was pulled out forcibly from the jaws without opening. The quality of the tissue was regular. There was no unexpected noise. The device was not fired across or near an existing staple line or clip. No staples were deployed. Reinforcement material was not used. The closing lever did not return to the original position. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device cut?---no. Did the device staple? ---no. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. What other color cartridges were used before and after this event? ---the device was not fired before and after this event. Was the instrument fired across or near an existing staple line or clip? ---no information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no. Is there any other additional information you would like to share about this device or procedure? ---no.